Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined the customer didn't complete the download. To address the issue the power up process was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump powered on and started alarming. Nothing could be seen on the lcd. There was no patient involvement and no patient harm/adverse event reported.